Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt in the left forearm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 24 atmospheres. However, on the second inflation at 20 atmospheres, leakage of the contrast media was noted from the shoulder tip of the proximal side of balloon, and that the balloon ruptured. The procedure was completed with another mustang balloon catheter. There were no patient complications nor injuries reported.